Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The product was returned for evaluation. The device history record (DHR) review was not possible as the provided serial number ((B)(6)) does not appear to be a valid integra identification number. No other lot or serial number was provided during the complaint investigation. The unit was received with the lock having both rotational and lateral movement and a residue buildup was present. Upon disassembly, it was noted the index knob and lock needed new components to replace worn internal parts. The unit needed to be machined to add heli-coils to the large starburst threads. The set screw in the swivel base was tight.. The reported complaint was confirmed as the lock was not locking properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00270, 3004608878-2020-00271, 3004608878-2020-00273, and 3004608878-2020-00272.

Event description:
This is 3 of 5 reports. A customer reported that the rocker arm lock of the a1059 mayfield modified skull clamp was broken. There was no known patient involvement or delay in surgery.